Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump up arrow button were sticky and had to push harder and more than once. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had scratches on the front of it, reservoir cap rim was cracked a little bit, screen has scuff. The insulin pump will not be returned for analysis.